Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, sepsis, and subsequently passed away due to peritonitis. The cause of the peritonitis or the sepsis were not reported. On an unreported date, the patient was hospitalized for the peritonitis and sepsis. Subsequently the patient passed away. The cause of death was reported to be ¿due to peritonitis¿ (no further detail was provided). No further information was provided regarding the treatment for the events or whether dianeal therapy was ongoing until the time of death. No additional information is available.